Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor, the sensor wire stayed under the skin. The patient indicated that they had the sensor wire surgically removed on (B)(6) 2018. At the time of contact, the patient was in stable condition. No product was provided for investigation. Confirmation of the allegation was confirmed based on the reported successful surgical extraction of the retained sensor wire on (B)(6) 2018. The probable cause could not be determined. No additional patient or event information is available.